Manufacturer narrative:
B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28771. H6 health effect - clinical code 2095 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28771.

Event description:
Additionally ventricular tachycardia (vt) was added due to cardioversions were required for an unknown indication.

Manufacturer narrative:
The root cause of access site bleeding is determined to be anti-coagulation management because the hemostasis was achieved by reducing the heparin and dressing change.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a 63 year old male patient experienced some oozing at their access site during impella cp support. Heparin levels were reduced and the dressing was changed to manage the condition. Support continued following the intervention. Three days later, care was withdrawn and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.